Event description:
The user facility reported the vitrectomy cutter would not cut. They opened a new cutter from the same lot and completed the surgery with no impact or injury to the pt reported.

Manufacturer narrative:
Evaluation completed. On opened bl5223 pack from lot v0503. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the event hole in the side of the cutter body. A functional test was performed using a stellaris pc system. With the cut rate set at 5000, the inner needle enters the port and stops at approximately the center. The inner needle locks up with no movement blocking half of the port while the cutter continues to aspirate. With the cut rate set at 2000, the needle vibrates excessively. The inner needle does not reach the cutting edge. The cutter does not cut cleanly, it pulls and leaves strings. It should be noted that a bent needle could contribute to poor cutting performance. The sterilization and lot history records have been reviewed and found to be acceptable.